Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, new lock was needed on fridge unit. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 09-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the new lock need to be installed. A field service engineer removed the hasp from the door and housing from the side of the refrigerator, applied replacement double-sided tape to both components, and installed them on the new unit. Installed the temperature probe inside and connected the pyxis bus cable from the main station to the smart remote manager housing. Completed diagnostic testing successfully, and once the application launched, the escort logged in and verified access. Pharmacy staff will reload medications once the refrigerator stabilizes at the desired temperature. The system functioned as intended after the field service engineer repaired the device.